Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was being used in a robot-assisted partial nephrectomy procedure on (B)(6) 2024, and ¿the trocar tip was cracked and fragment was came off into the patient body. The fragment was retrieved from the patient's body.¿. Further information was provided, indicating that the fragment was retrieved using forceps, and there was no injury, no additional medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device item ias12-100lpi found 2 broken fragments of the threaded cannula. Evaluation was performed per print ab10122. A root cause cannot be determined, however, based upon the photos, the likely root cause of the failure is due to misuse, including the use of sharp objects and excessive force. Usage warning information is communicated through the IFU. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 97 reports, regarding 100 devices, for this device family and failure mode. During this same time frame 1,652,118 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised the following: take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was being used in a robot-assisted partial nephrectomy procedure on (B)(6) 24, and ¿the trocar tip was cracked and fragment was came off into the patient body. The fragment was retrieved from the patient's body.¿. Further information was provided, indicating that the fragment was retrieved using forceps, and there was no injury, no additional medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.